Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced hyperglycemia ranged from 15 mmol/l to 24.5 mmol/l due to possible under delivery of insulin. It was reported that the customer received reservoir change alarm but stated that the reservoir was full. It was reported that the customer experienced symptoms related to high blood glucose levels included anxious and thick tongue feeling. Troubleshooting was performed. The customer treated herself with manual injections. The customer reported that the insulin exited during priming. Troubleshooting was performed. The drive support cap appeared normal. The customer reported that there were no site issues. The customer declined to perform the high pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.